Event description:
The customer reported an issue with their freestyle flash blood glucose meter, which suggests that the memory overwrite malfunction has occurred. There was no report of death or serious injnury. No third party medical intervention was required.

Manufacturer narrative:
The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.